Manufacturer narrative:
(B)(4) to date, a data upload has not been sent to boston scientific's in-house engineering. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation, this device displayed a red warning screen with the message that the device required immediate attention. Boston scientific technical services (ts) was contacted and it was confirmed after printing a report that the warning was caused by a da error. This memory corruption (bit flip), which may be caused by environmental factors, results in a temporary reset that is self-correcting. This is a benign error and patient therapy is not affected. No adverse patient effects were reported. The device remains implanted and in service. Ts suggested that a memory upload could be sent to boston scientific for review.